Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records indicated the lots met all the pre-release specifications. The sheaths were discarded at the facility and are not available for analysis. Also was used: dsf2033/28922798 UDI# (B)(4). The physician was aware about the off label used because of the size of the artery but the patient was in very delicate condition to be able to perform an open conduit access by the common iliac artery (cia). According to the gore® dryseal flex introducer sheath instructions for USA (IFU), possible adverse events and complications that may occur with the use of gore® dryseal flex introducer sheath which may or may not require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additionally, the IFU sates: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The vessel diameter of the injury site was about 6.5-7mm. Per IFU sizing guide for the dsf2233, the ID diameter is 7.3mm and od diameter is 8.2mm. For the dsf2033, the ID diameter is 6.7mm and od diameter is 7.5mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2025, the patient underwent endovascular procedure to treat a thoracic aneurysm using a gore® tag® conformable thoracic stent graft with active control system and two gore® dryseal flex introducer sheaths for access. Reportedly, the patient has a pre-existing descending aorta dissection and some stenosis. The physician used a 20 fr sheath to prepare the access for the 22fr sheath. The 22 fr dryseal flex introducer sheath was introduced by femoral access with vessel measures around 6.5-7 mm but the introducer stuck at some portion of the artery. However, the physician tried to advance the device but was unable to advance it through the rest of the femoral artery. The device didn't stick in the introducer. It did not go forward when reached the artery after passing through the introducer. Reportedly, the physician did not start any deployment steps. The device was not implanted. It was reported that some bleeding at the external iliac artery (eia) was noticed during the angiogram, and the covera vascular covered stent was used to fix the vessel trauma. Additionally, an open femoral approach was done to ensure good sealing. The patient did not have any blood pressure drop or any other comorbidities during the procedure. The patient is doing fine. The physician decided to abort to continue with the procedure. It was reported that there was no device or sheaths damage noticed, nothing was related to gore devices. The physician was aware about the off label used because of the size of the artery but the patient was in very delicate condition to be able to perform an open conduit access by the common iliac artery (cia). It is unknow if the physician planned the next treatment for this patient. The physician is monitoring the patient.

Manufacturer narrative:
H.6. Code c21: a review of the manufacturing records for the devices are going to be conducted. The sheaths were discarded at the facility and are not available for analysis. Also was used: (B)(4). Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.